Manufacturer narrative:
(B)(4). The device was received in good visual condition and with an reload loaded in the device. The reload was received fully loaded with staples. The device was tested for functionality in the articulated position with the returned cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. This type of damage to the knife can occur when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a sleeve gastrectomy. There was (3) unformed staples on the 1st firing of the procedure. It was the outer row of staples and the legs were totally straight. The staple line was oversewn and the case was completed. There was no adverse consequence to the patient. (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.